Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. His blood glucose was over 300 mg/dl and was not sure why. The customer woke up with a blood glucose of 267 mg/dl but also had a blood glucose of over 400 mg/dl. The caller said that she had problems giving a bolus and it did not go over 10. She said that the customer changed his set the night prior after realizing that his blood glucose was high. They asked about bolus and how to use it. During high blood glucose troubleshooting, the customer treated with the pump. At the time of the incident, the customer¿s blood glucose was 268 mg/dl and his current blood glucose was 449 mg/dl. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. His blood glucose was 300 mg/dl by the end of the call. They declined performing the high-pressure test but was advised to call back to run the test if they need to. The insulin pump is not being returned for analysis.